Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex artery (lcx). Initially, the physician attempted to cross the lesion with a 2.0x10mm non-bsc balloon, however that was unsuccessful. Therefore, the physician advanced the 1.5mm rotablator rotalink plus burr on the 330cm floppy rotawire guide wire and successfully ablated the lesion. Four ablation runs were performed at a speed of 180,000 rpms. When the physician went to remove the burr from the patient, the brake was not fully disengaged and the guide wire was partially removed with the burr. The physician this, and in dynaglide mode re-advanced the guide wire and then removed the rotablator rotalink plus burr. The physician then noted under angiography that the tip of the floppy rotawire guide wire had detached. The physician advanced a non-bsc guide wire in an attempt to capture the floppy rotawire guide wire fragment, however this was unsuccessful. Approximately 2cm of the guide wire remained in the patient. A 2.5x23 non-bsc stent was deployed at the distal portion of the wire fragment, and a 2.5x28 stent was deployed at the proximal end of the fragment. The distal stent did not expand enough, so the physician utilized a 2.5x15mm non-bsc balloon at a high pressure inflation and a vessel perforation occurred. An unspecified perfusion balloon was utilized for a long inflation. The blood flow from the perforation was stopped after 1 hour. No further patient complications were reported, and patient status is no problem.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex artery (lcx). Initially, the physician attempted to cross the lesion with a 2.0x10mm non-bsc balloon, however that was unsuccessful. Therefore, the physician advanced the 1.5mm rotablator rotalink plus burr on the 330cm floppy rotawire guide wire and successfully ablated the lesion. Four ablation runs were performed at a speed of 180,000 rpms. When the physician went to remove the burr from the patient, the brake was not fully disengaged and the guide wire was partially removed with the burr. The physician this, and in dynaglide mode re-advanced the guide wire and then removed the rotablator rotalink plus burr. The physician then noted under angiography that the tip of the floppy rotawire guide wire had detached. The physician advanced a non-bsc guide wire in an attempt to capture the floppy rotawire guide wire fragment, however this was unsuccessful. Approximately 2cm of the guide wire remained in the patient. A 2.5x23 non-bsc stent was deployed at the distal portion of the wire fragment, and a 2.5x28 stent was deployed at the proximal end of the fragment. The distal stent did not expand enough, so the physician utilized a 2.5x15mm non-bsc balloon at a high pressure inflation and a vessel perforation occurred. An unspecified perfusion balloon was utilized for a long inflation. The blood flow from the perforation was stopped after 1 hour. No further patient complications were reported, and patient status is no problem.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the guide wire was received inside the rotablator and with the rota burr with the distal tip of the guide wire damaged. Visual inspection and tactile inspection presents a kink 136.5cm approx. From proximal end and a fracture at 229cm approx. From proximal end. All the outer diameter measurements are within the specifications. The core wire and spring tip fractured were sent to the (B)(6) lab for analysis. After (B)(6) lab results, the failure on the spring tip occurred due to a torsion overload in a clockwise direction and the failure on the corewire occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex artery (lcx). Initially, the physician attempted to cross the lesion with a 2.0x10mm non-bsc balloon, however that was unsuccessful. Therefore, the physician advanced the 1.5mm rotablator rotalink plus burr on the 330cm floppy rotawire guide wire and successfully ablated the lesion. Four ablation runs were performed at a speed of 180,000 rpms. When the physician went to remove the burr from the patient, the brake was not fully disengaged and the guide wire was partially removed with the burr. The physician this, and in dynaglide mode re-advanced the guide wire and then removed the rotablator rotalink plus burr. The physician then noted under angiography that the tip of the floppy rotawire guide wire had detached. The physician advanced a non-bsc guide wire in an attempt to capture the floppy rotawire guide wire fragment, however this was unsuccessful. Approximately 2cm of the guide wire remained in the patient. A 2.5x23 non-bsc stent was deployed at the distal portion of the wire fragment, and a 2.5x28 stent was deployed at the proximal end of the fragment. The distal stent did not expand enough, so the physician utilized a 2.5x15mm non-bsc balloon at a high pressure inflation and a vessel perforation occurred. An unspecified perfusion balloon was utilized for a long inflation. The blood flow from the perforation was stopped after 1 hour. No further patient complications were reported, and patient status is no problem.